Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an ht balance middleweight (bmw) universal ii guide wire was removed from the dispenser coil without any damage to the coil or resistance during removal. Upon removal from the dispenser coil, the guide wire tip was noted to be crumbled into small pieces. No other issues were noted on the device. The device was not used and there was no patient involvement. Another ht bmw universal ii guide wire was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported peeled was unable to be confirmed; however, there was noted stretched tip coils. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during removal from the coil resulted in the reported stretched coils; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.